Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation as biomed requested baxter clinical to come to the hospital for investigating the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused by 30%, did not deliver 100 cc every 4 hours to patient and only dispensed half of the vtbi (volume to be infused) for antibiotics that was entered in as a full bag during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.